Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported their controller became blank and unresponsive as of yesterday. Pt stated a couple days ago they were charging their controller, then yesterday they attempted to charge their ins and connected their recharger telemetry module (rtm) and it was thinking and loading. Pt noted they put their controller in their pocket with the rtm still connected to the controller and when they looked at the controller they couldn't get the controller to turn on. Pt also stated it was taking to longer to charge. During the call pt noted some of the coated plastic between the rtm relay box and the rtm port had little cracks. Pt denied rtm getting hotter than usual when charging ins and no visible damage to the controller charging port and rtm port. Pt also denied rattling in the controller. Patient services (pss) walked pt through removing the battery pack and plugging controller into the ac power supply cord; pt confirmed controller powered on. Pt inserted the battery pack and confirmed controller was 90% and ins was 30%. A replacement rtm was sent out. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , UDI#: (B)(4). Analysis of the 97755 patient recharger (rtm) (B)(6) revealed torn cable insulation. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.